Manufacturer narrative:
The insulin pump alarmed motion test failure during the rewind due to corroded motor and motor home switch. Device was received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion test failure during rewind. The insulin pump failed the displacement test. Blood glucose value was 186 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.